Manufacturer narrative:
The returned unit exhibited no visual damage and passed all steps of the diagnostic test with no failures present during the software and performance evaluation conducted during the investigation. As investigated, no issues were found and the reported complaint of sparks coming out of the power cord that goes into the back of the unit along with unit not staying on properly and wires being shown is unconfirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's external unit power cords and power supply box are frayed and causing sparks. Reportedly, the patient was not harmed by the sparks and the cause of the problem was determined to be frayed power cord. Issue was resolved by replacing the products.